Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited low sensing. The physician commented that the lead had chronically low sensing. There were no adverse events or patient symptoms noted. On (B)(6) 2020, the lead was successfully capped and replaced. The patient's condition remained stable.

Event description:
New information received stated that the reported right ventricular lead also exhibited a capture anomaly.

Manufacturer narrative:
Correction: g4 the first notification date is (B)(6) 2020 rather than (B)(6) 2020.additional information: b5, h6 device code 3191 - the lead exhibited an unspecified capture anomaly.

Event description:
New information received stated that the capture anomaly was due to elevated capture threshold. The anomaly was discovered prior to the pulse generator change procedure.